Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - the date of event was initially reported to be (B)(6) 2019. New information states that the date of event is (B)(6) 2019. It was reported that the patient felt a pop in her left breast after hugging a friend on this date. In addition, the patient has been feeling some local discomfort and anxiety and has had difficulty with upper arm movement. - an exam was performed that showed the patient developed baker grade iii capsular contracture in her left breast and baker grade IV capsular contracture in her right breast. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. On 10/08/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Explantation date was and replacement information was also provided. The patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: block concomitant medical products was not filled out in follow-up report #1. The device is available for evaluation. It was received by mentor on 10/08/2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/29/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a breast implant rupture and capsular contracture. During evaluation of the device, a tear was observed in the anterior view measuring approximately 3.1 cm. No other anomalies were observed. During the microscope examination, striations were detected in the edges of the rupture. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3507400bc, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was confirmed by a CT scan. In addition, the patient developed capsular contracture (baker grade iii/IV) in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.